Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that after wearing the pod on the abdomen, the patient developed an abscess and infection at the site. The patient's blood glucose (bg) levels were 21 mmol/l (378 mg/dl) accompanied by fever. The emergency room (ER) was visited, where the patient was prescribed antibiotics (amoxicilin) to be taken 1 tablet a day for 10 days. After a week, the patient went back to the heath care provider (hcp) due to the site not improving. The doctor performed a small surgery, by opening, draining and cleaning the abscess; prescribed antibiotic with milk bacteria 2 tablets a day for 5 days and set up nurse visitations at home every 2 days to assist the wound by cleaning the area with (naci 0.9 natrichloridum and creme opraclean).

Manufacturer narrative:
Pod was received with the cannula deployed. No damages or defects were found on fluid path components and bottom housing that would cause infection at the pod infusion site. The exact cause of the reported infection could not be determined.